Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer was hospitalized for high blood glucose (bg) levels (1350 mg/dl) and diabetic ketoacidosis (dka). A correction bolus via the pump was delivered prior to the hospitalization in an attempt to lower the bg level and while hospitalized the customer was treated with an insulin drip and fluids. The high bg and dka were resolved and the customer was discharged on (B)(6) 2017. The contact thought that the pump was stopping insulin delivery on its own and was the cause of the high bg/dka. The customer has reverted to using another type of therapy to manage diabetes. Tandem customer technical support (cts) reviewed the pump data for the events leading up to the hospitalization. The data showed that several resume pump alarms had occurred and 15 minutes prior to the alarm, the customer was accessing the pump and stopping the insulin delivery. The contact did not agree and stated that the pump had stopped delivery on its own.